Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a slightly loose and tilted drive support disk. The functional testing could not be completed due to this anomaly. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, a scratched keypad overlay, a scratched reservoir tube window and a missing end cap sticker.

Event description:
Customer reported a motor error alarm during the prime process. The blood glucose reading is 224 mg/dl. Advised customer that the alarm may be caused by viewing the sensor glucose graph. There was no troubleshooting done for this event. Nothing further reported.